Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was bent and nicks on the knife blade were observed. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of colon on a laparoscopic left colectomy, the anvil could not click to the trocar. It was stated that when the surgeon connected the anvil to the clamp for, the connection tip of the clamp moved away without snapping onto the anvil despite the correct positioning of the two tips. It did not allow the system to be re-tighten to perform the anastomosis. The surgical time was extended to 30 minutes or more since the surgeon had to go out and do another anvil. There was no patient injury.